Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the ilet device would not charge. The user stated that the device was placed on the charger for up to 5 hours, but the battery did not retain charge. The user confirmed that the charger light illuminated and the battery icon displayed charging activity, but the issue persisted. The user attempted multiple outlets with the same result. A replacement ilet device and charger were issued. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.